Manufacturer narrative:
(B)(4). The patient was hospitalized for the peritoneal infection on an unreported date in (B)(6) 2015. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as the patient might be less attentive to hygiene (no further detail was provided) during therapy. The patient was hospitalized for the event. On unreported dates, during hospitalization the patient began treatment for the peritoneal infection with an unspecified drug (dose, frequency, and route not reported). Dianeal therapy was discontinued during hospitalization. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.